Manufacturer narrative:
The insulin pump was received with severly cracked bleeding lcd. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to blank display. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, fading serial number label, scratched lcd window and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The notes only state the screen was broken. No troubleshooting was performed. The insulin pump will be returned for analysis.